Manufacturer narrative:
The insulin pump had a constant alarm due to faulty connector on radio frequency board. No oscillation connector on radio frequency board. We were unable to perform functional test due to alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed selftest alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer stated that the bolus amount was recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.